Event description:
The hospital reported that the tidal volume is not being achieved resulting in the loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional information was received that the canister was not cleaned properly which caused a leak of less than 4l/min. The issue did not cause a loss of mechanical ventilation. There was no reportable malfunction. Additional information was received that the canister was not cleaned properly which caused a leak of less than 4l/min. The issue did not cause a loss of mechanical ventilation. There was no reportable malfunction.